Event description:
The customer reported that the volumes fluctuate with each breath. The nellcor puritan bennett factory service technician verified the volume fluctuations. The service technician also found that the volumes were out of spec. The technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.